Event description:
It was reported that before inserting the fiberoptic sensor (fos) intra-aortic balloon (iab), the fos and cal key were handled to the pump operator. She connected the fos and cal key to the pump. The light bulb did not change color and no audible tone was heard (it was as if they were inserting a fluid filled catheter and not a fos catheter). They decided to use the catheter as a fluid filled catheter because the fos was not working. Once the catheter was in place they tried to draw blood back from the catheter and could not. They removed the catheter and placed another fos catheter without any problems. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.